Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. There were no manufacturing related issues related to the complaint issued for this lot. One sample was received at the plant for investigation. After counting and visually examining the product, it was confirmed that there were only nine sponges. A tray should include ten sponges. The reported condition was confirmed, there was a miscount of the product. A definitive root cause could not be confirmed at this time. As part of continuous improvements, a corrective action has been opened to address this issue.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there were only 9 pieces of gauze in a pack instead of the advertised 10.